Manufacturer narrative:
The reported complaint of ventricular leadless pacemaker device operating in read-only-memory (rom) mode was confirmed. Based on the information provided, it was determined the rom mode was due to watchdog resets. The root cause of the initial watchdog reset was unable to be determined. The subsequent watchdog resets after entering rom mode were caused by micro execution error while processing the interrupt at the end of high pace output.

Event description:
Related manufacturer reference number: 2017865-2025-14499. It was reported that the patient presented to the emergency department feeling fatigued, and with a slow heart rhythm. Upon device interrogation, the ventricular leadless pacemaker was failing to capture due to high thresholds. Programming changes were performed. Days later, upon another device interrogation, the aveir system was found operating in rom mode. The devices were successfully restored to normal function. The patient condition was stable.

Manufacturer narrative:
Correction: the g3 of the previous report should have been 20 mar 2025.